Manufacturer narrative:
The reported events of dislodgement during tether mode, and separation failure were not confirmed. Visual inspection of the inner diameter of the device docking button, and device helix were within specification. Electrical and mechanical analysis performed indicated normal functionality. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on 29 jan 2026, it was reported that the vlp dislodged from the septum during tether mode. The vlp was attempted to be redocked, however, it was noted the tethers were no longer responding and the vlp could not be separated from the dc. The vlp was exchanged and a new vlp was successfully implanted. The patient was stable throughout the procedure.